Manufacturer narrative:
E1: customer (person) phone = (B)(6). E3: customer occupation = agent. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient underwent an induction of a full-term stillborn fetus. Following delivery, the patient experienced postpartum hemorrhage and underwent treatment to promote uterine contraction and hemostasis, however, the patient continued to hemorrhage and had an estimated blood loss of ~1000ml. The user then inserted a 'cook bakri postpartum balloon with rapid instillation components' device with oval forceps transvaginally and inflated the balloon with 300ml sterile saline. After the device was placed, blood and saline were noted in the drainage tube. The user suspected a leak at the balloon catheter lumen; however, the user determined that the leak was not significant enough to prompt device removal or replacement and the patient remained under observation. The following day, approximately 14-15 hours later, the user deflated the remaining 200-250ml of saline in the balloon and the device was removed. The user then noted approximately 200ml of blood in the drainage bag. The user then administered an intravenous drip of 20u oxytocin for routine prevention of infection and to stimulate uterine contractions. Total estimated blood loss was 1200ml. The patient received a blood transfusion, of an unknown amount, at some point during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, a patient underwent an induction of a full-term stillborn fetus. Following delivery, the patient experienced postpartum hemorrhage and underwent treatment to promote uterine contraction and hemostasis, however, the patient continued to hemorrhage and had an estimated blood loss of ~1000ml. The user then inserted a 'cook bakri postpartum balloon with rapid instillation components' device with oval forceps transvaginally and inflated the balloon with 300ml sterile saline. After the device was placed, blood and saline were noted in the drainage tube. The user suspected a leak at the balloon catheter lumen; however, the user determined that the leak was not significant enough to prompt device removal or replacement and the patient remained under observation. The following day, approximately 14-15 hours later, the user deflated the remaining 200-250ml of saline in the balloon and the device was removed. The user then noted approximately 200ml of blood in the drainage bag. The user then administered an intravenous drip of 20u oxytocin for routine prevention of infection and to stimulate uterine contractions. Total estimated blood loss was 1200ml. The patient received a blood transfusion, of an unknown amount, at some point during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. One used balloon with the inflation lumen cut and removed was returned to cook for evaluation. Upon visual inspection, it was noted that there was possible leakage at the distal bond of the balloon. Since the inflation lumen was removed, a functional leak test could not be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no reported non-conformances relevant to the subject failure mode. A database search identified one other event for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lot, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.